Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to high sensor readings the customer treated with insulin (dose/type unknown) based a healthcare professional (hcp) suggestion. As a result, the customer experienced sweating and hospitalized and hcp obtained finger prick result of 1.3 mmol/l and administered unspecified intravenous treatment for the issue. There was no report of death or permanent impairment associated with this event.